Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that following left ventricular assist device (lvad) placement the patient developed right ventricular (rv) failure, requiring an rvad placement. Per the vad coordinator, the patient expired. Per the vad coordinator, the device was operating as expected and was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right ventricular failure and the patient¿s outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. It was reported that the patient developed right ventricular failure following lvad implantation, requiring an rvad placement. No alarms were associated with the event. Support was withdrawn on (B)(6) 2019 and the patient expired on the same day due to right ventricular failure. It was noted that the cause of the patient¿s outcome was therapy related and the device operated as expected. The heartmate 3 lvas was not explanted and would not be returned. There is no product available for investigation. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.